Event description:
I.v. Rate correct and totals correct on screen but pump allowed an unintended flow. Unintended infusion was due to unit broken slide clamp sear. The unit was found to be fully operational after a new slide clamp sear was placed. No reported injury or death. No medication or medical intervention reported.